Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of slow healing is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: slow healing.

Event description:
Patient reported "itching, inflammation, slow healing, pain, burning under arms, pulling feeling in rib area". Also reported "digestion issues, brain fog, hair loss, insomnia, dry eyes, declined vision, easy bruising, migraines, headaches, ocular migraines, reflux, hiatal hernia, colitis, ear ringing, allergy to different foods, dehydration, numbness in limbs, shortness of breath, discoloration of feet and hands and breast implant illness" which are not related to the device. The device remains implanted. This relates to the left side.